Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker change procedure for normal battery depletion. The device was programmed to pace at 60 beats per minute for the device change. During the procedure, the device was exposed to cautery tool, and the patient's heart rate dropped to 30 beats per minute for a few seconds. The rhythm then reverted by to 60 beats per minute. It was explained that the event was a normal occurrence when a device is exposed to electrocautery. The procedure was completed without further incident. The patient was in stable condition and no adverse event occurred. The device was discarded by the hospital facility.